Event description:
Reporter stated that his device malfunctioned and is causing him a lot of pain. Reporter states that he is running out of money and unable to get the device explanted since he has had to pay for this device three times. He has been, and is still in pain and very frustrated as a result.